Event description:
Mother was status post cesarean section. Baby was brought to nursery for some labs & xray. When infant was returned to room, rn "smelled" something. Initially she thought it was the sequential compression device which she promptly turned off. The nurse went out to find another room to move the patient to and went back to the room. She saw smoke coming from under the bed. Immediately the rn and xray tech (who happened to go into the room for a pending procedure) transferred the patient, accompanied by the significant other and baby, to a safe room. Fire alarm activated. Security and engineering responded immediately and removed bed from room. Manufacturer response for bed, (brand not provided) (per site reporter). (B)(4) does the maintenance. Last preventative maintenance done march 8, 2017 (passed). Findings: circuit board blackened / bed short-circuited. Board with corrosion, white liquid noted.